Manufacturer narrative:
The patient's exact age is unknown. However, it was noted to be over 18 years. The reported event of the biopsy cap sponge being pushed out into the scope. According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.

Event description:
It was reported to boston scientific corporation that a rx locking device with biopsy cap was used during a procedure at the pancreatic duct performed on (B)(6) 2012. According to the complainant, the white sponge in the biopsy cap became dislodged into the scope during the procedure. The switched scopes and completed the procedure with an olympus biopsy cap. The dislodged sponge was never inside the patient, and was retrieved during the scope cleaning process. No patient complications were reported, and the patient was not harmed, as a result of this event.